Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed. Additionally, the cable connection ECG a, b and the front therapy electrode was severed, ECG a and b were missing, all of the therapy electrodes were missing, the rear therapy electrode interconnect cable was missing, and the cable connecting the distribution node and the rear therapy electrodes was missing. The root cause for the missing and severed components and cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.